Event description:
It was reported that the right ventricular lead had "pulled back" after implant because it was too short for the patient's anatomy. The movement caused an acute increase in threshold and the physician was also concerned that the position of the coils may not permit successful defibrillation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).